Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the same day following an implant procedure, the patient experienced "painful twitching" (diaphragmatic stimulation) on the left side due to the left ventricular lead. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.